Manufacturer narrative:
The reported event of bent lead was confirmed. A complete lead with a stylet inserted was returned in one piece for analysis. Lead was bent in the connector region. Upon removing the stylet, visual and x-ray examination of the lead did not find anomalies. The cause of the reported event was isolated to bent stylet in the lead coil lumen. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the initial implant procedure, bending of the right ventricle (rv) lead when connecting the helix locking tool was noted prior to introduction into the body of the patient the rv lead wasn't implanted and was replaced. The patient was in stable condition.